Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the device was explanted and replaced due to noise. No further information is available at this time.